Manufacturer narrative:
No functional tests were performed: the customer requested a quote for a replacement speaker. The quote was provided, but expired. A good faith effort (gfe) was performed to clarify if a speaker malfunction inop was displayed and if the speaker produced sound, but no additional details were provided. Based on the limited information available, the exact cause of the reported problem is unknown. The customer was provided with a quote for a replacement speaker as requested, but the quote expired. However, the exact cause for the reported issue could not be established. As no further information was made available. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the suresigns vs2+ nbp/spo2 had a speaker malfunction. It is unknown if there was still sound coming from the device. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone (B)(6).

Event description:
It was reported that the sure signs vs2+ nbp/spo2 had a speaker malfunction. It is unknown if there was still sound coming from the device. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.